Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was tried of rewinding several times. Customer stated had low batteries and button press several times. Customer stated screen was blurry and difficulty in reading. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.